Event description:
I have had 2 life scan verioiq meters. The results are wildly inconsistent and wildly inaccurate. I bought a true result (mckesson) meter and it is consistent and averages 25% below the verioiq in readings and mary other people are reporting the same problem. For me it is information only. For someone on insulin, they could be getting a wild overdose.